Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the end of the harmonic ace broke when the user was cutting tissue. There was no report of fragments falling inside the patient. The procedure was completed with no reported patient harm, adverse outcome, or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a blade broken. The blade broke at roughly 0.176¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The instrument was found to have teflon damage on the clamp arm.